Event description:
A medtronic rep reported that during a fess procedure, the surgeon alleged the system was accurate navigation on one side, but not on the other side. Inaccuracy was reported in the anterior direction and no the pt's left side. The surgeon opted to discontinue the procedure because he could not see landmarks and navigation was not accurate. There was no impact on pt outcome.

Manufacturer narrative:
Multiple attempts have been made to get system data from the site, but the information has not been provided. Engineering unable to determine root cause due to insufficient information.

Manufacturer narrative:
Software version was upgraded on the system and no further issues have occurred. Software has not been evaluated as of the date of this report.